Manufacturer narrative:
Bone graft was not fully integrated and after attempting to place implant, stability and osteointegration could not be obtained. At time of implant failure, there was asymptomatic and inadequate bone quality. Previous bone augmentation was 4 months prior. Bone quality at the time of implant failure was type IV.

Event description:
Bone graft was not fully integrated and after attempting to place implant, stability and osteointegration could not be obtained. At time of implant failure, there was asymptomatic and inadequate bone quality. Previous bone augmentation was 4 months prior. Bone quality at the time of implant failure was type IV.